Event description:
It was reported to covidien on (B)(6) 2013 that customer had an issue with a dialysis catheter. The customer states that there were cracks and blood leakage found at the arteriovenous joints of the catheter. The nurse found it when the catheter was used for hemodialysis. The patient is in good condition now and medical intervention was not required. The patient's catheter was pulled and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.